Event description:
The device leaked internally and customer returned the unit for eval. During functional test, enough liquid oxygen leaked from the broken port on the relief economizer valve to potentially cause a serious injury should this malfunction recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 12/23/96 which replaced the plastic valve with an aluminum valve.